Event description:
Customer reported to beckman coulter, inc. (Bec) that the coulter lh 750 hematology analyzer (lh 750) was giving high diff latron primer backgrounds (+8000) error message. Customer reported that the lh 750 was leaking clenz (blue liquid) under the differential mixing chamber. Customer reported that the volume of the leak was less than 1ml. Customer reported that patient results were not affected. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) observed high differential latron primer counts. The fse observed a leak around the stain chamber and differential shear valve, and white blood cell (wbc) voteouts during startup. The fse replaced the retic stain chamber, secured a loose tubing to the differential shear valve to prevent leakage, bleached the wbc bath, and replaced tubing at valves vl80b, vl97b, vl44, vl52 and the tubing going to flowcell.

Manufacturer narrative:
Results: retic mixing chamber. (B)(4).